Event description:
A trilogy evo ventilator was returned to a service center for service due to an allegation that the device had a vti (volume tidal inspired) failure. There was no harm or injury reported. During the evaluation, a ventilator service required error 384. (Evt_press_sensor_mismatch) was observed in the event log, indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors. The flow sensor was replaced to address the issue. Additionally, the service technician noted error code e330 (evt_drift_debug), therefore, the system printed circuit assembly (pca) will be replaced. The device had dust contamination in one in-line filter prox, and the air inlet foam filter and particulate filter need to be replaced due to preventive maintenance. The device passed all testing. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of evt_press_sensor_mismatch is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.